Event description:
Event description guidant received information that after the patient was lost to follow-ups for a long period of time, the implantable cardioverter defibrillator (ICD) was interrogated and found to have had the tachy mode changed to with a magnet eight months earlier.